Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with diaphragmatic stimulation, and the right ventricular (rv) lead exhibited low impedances. A microperforation was suspected. The lead was repositioned, and remains in use. No further patient complications have been reported as a result of this event.